Event description:
Leaking @connection of lumens and purple connector.

Manufacturer narrative:
We received three complaints from the customer. One (1) catheter was received and tested by quality at vygon. A 10cc saline syringe was connected to the lumen hubs and pressure applier. On the two outer hubs no leaking occurred. However, when applied to the high-pressure lumen (purple center) the product leaked between the lumen and hub. Product was forwarded to supplier for further investigation. Two additional catheters were later returned, however rootcause had already been established so they were not tested. The supplier states "we do not believe the entire lot was affected and performed testing to verify this. The user can detect this failure by giving a light "tug" to each extension leg to determine if each extension leg was captured during the over-molding process." The root cause of the leaking is a result of human error. During the overmolding of the hub to the catheters the operators did not correctly align extrusion into junction while processing, leading to insufficient capture of the extrusion into the overmolded junction. The manufacturing process for this product is manual in nature which is susceptible to human error. There was no obvious indication of breakdown in processing steps, but given the manual operation there are opportunities for improvement to make the process more fail safe. Root cause: the complaint was confirmed. The failure was a result of human error during the overmolding of the hub to the lumens. No similar complaints in the last 6 months. Corrective action: effectiveness of actions taken because of the customer feedback is assessed on an ongoing basis through regular review of complaint trends at both vygon us and the supplier. If a negative trend is noted for a particular product, then it may be assessed for a CAPA, or other actions assigned as deemed necessary at that time.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking @connection of lumens and purple connector.